Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she had a comparison test made with her meter reading 53 mg/dl, dr's meter 156 mg/dl, and a lab test result was 168 mg/dl. No allegation of harm was made.